Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 07 aug 2024. This is not late. Correction to b5 of the initial medwatch. See b5 for further details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the forceps elevator and the bending section cover glue, but the type of the material or definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
In addition to what was reported in the initial b5, foreign material was also found in the bending section cover glue.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited forceps elevator has foreign material. There were no reports of patient involvement.